Event description:
Healthcare professional reported "did not peel smoothly, were hard to get sizers out of containers, left part of paper on sterile lids, and lids of outer container shredded and left paper film" device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number: 1306694 and the event of a020501 difficult to open or remove packaging material (tyvek or thermoform sticking): (B)(6): lab analysis was not completed; therefore, there is no confirmation of the event. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for a020501 difficult to open or remove packaging material (tyvek or thermoform sticking) event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Healthcare professional reported "did not peel smoothly, were hard to get sizers out of containers, left part of paper on sterile lids, and lids of outer container shredded and left paper film". Device was not implanted.